Manufacturer narrative:
Sections with additional information as of 27-aug-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 11-may-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated she received replacement product resolved but have not used them yet. Manufacturer contacted customer several times after 11-may-2020 but was unable to get a response.

Event description:
Consumer reported complaint for physical defects of strips (discolored grey / color does not match chart on vial). Complaint was initially reported via e-mail and customer was contacted via telephone. Customer purchased five boxes of ketone test strips two days ago and stated that the test strips were all black and dark grey in color. Customer stated she did use the test strips and that the color did not change. The product is not stored according to specification and is stored in the bathroom. Customer stated that the product had not been opened or damaged when purchased. Customer is using the ketone test strips for the keto diet and not for diabetes management. At the time of the call the customer felt well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer stated she only had two of the vials of ketone test strips with as she is quarantined at daughter's home.